Manufacturer narrative:
Patient's age: 18 years or older. Device evaluated by manufacturer: visual examination of the returned device revealed tightened marks on the sheath and a tear 113cm from the distal tip of the burr. The catheter sheath was coagulated with blood; therefore it could not be tested for fluid flow or wet tested. The catheter handshake connection was attached to the advancer handshake connection and a tug test was performed and no issues were noted. The handshake connections of the rotablator catheter unit was disconnected and reconnected and no damage was noted with the handshake connections of the rotablator catheter unit. It is most likely that the hemostasis valve was tightened excessively and caused the sheath to crush around the drive shaft resulting in the backflow of blood as per event description. As per dfu: "advance the catheter through the hemostasis valve and gently tighten the valve to prevent bleeding around the catheter sheath. If the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error because the device was not used in accordance with the dfu. The damage to the catheter sheath is associated with over-tightening of the hemostasis valve. (B)(4).

Event description:
Event was determined to be reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary interventional (pci) procedure, difficulty flushing the catheter. The lesion was located in the left circumflex (lcx) artery. During treatment with the rotalink burr 1.50mm, catheter blockage was noted and consequently there was back flow of blood and cocktail flush could not get through the catheter. The device was removed from the patient without complications. The procedure was completed successfully with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "stable." Returned device analysis revealed a torn sheath.